Event description:
Pt was revised to address dislocation due to poly wear of the liner.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error. Polymer material wear is noted, but is not unusual or excessive for the length of time implanted. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action was not identified. Depuy considers the investigation closed at this time. Should additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.